Event description:
It was reported that the pump device set was removed due to infection in (B)(6) 2012. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model#: 8731sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6); catheter model#: 8598a, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6); pouch model: 8590-1, lot# n273295, implanted: 2011 (B)(6), explanted: 2012 (B)(6); programmer#: 8835, serial# (B)(4). (B)(4).